Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and when arrived on site the stm began inspecting the unit. The stm reported that unit was in transport mode without the rescue cart and when powered on the unit alarmed for low helium. The stm confirmed the autofill failure and notice that the iabp has a damage on the rear cover causing damage to the drive pressure hose and causing it to all mentioned issues. The stm replaced the drive pressure hose and fixed the damage cover. The unit was filled with helium and tested. Unit passed all calibration, functional and safety tests performed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) displayed helium leak and low helium while in transport mode. Customer swapped to another unit without incident. There was no harm or injury to the patient and no adverse event was reported.